Manufacturer narrative:
Additional information received on 26 july 2017 and includes: the revision of the antibiotic spacer happened on (B)(6) 2017. The surgeon implanted new hardware. The surgery was successfully completed.

Manufacturer narrative:
This is the second revision surgery underwent by the patient on the left knee. The patient had a primary left knee on (B)(6) 2014. Then she had an infection and an antibiotic spacer was implanted. The day in which medacta product was removed and a spacer was implanted is unknown. On (B)(6) 2015 the patient had the second step of the left knee revision. The surgeon removed the antibiotic spacer and implanted permanent product. On (B)(6) 2017 the patient came in again due to signs of infection of the right knee ((B)(4)) and the left one. Additional information received on 11 january 2017 and includes: the surgery was completed successfully as planned on (B)(6) 2017. The right knee only was revised on (B)(6) 2017 even if also the left knee was infected. Batch reviews performed on 03 february 2017. (B)(4) not available.

Event description:
The patient came in due to signs of infection of the right knee ((B)(4)) and of the left one. The surgeon plans to revise the left knee on (B)(6) 2017. The surgeon will give the patient oral antibiotics to clear the infection. The infection is confirmed as staphylococcus aureus.